Event description:
Beshorner et al recanalization of chronic occlusions of the superficial femoral artery using the outback tm re-entry catheter: a (B)(6) experience; catheterization and cardiovascular intervention 74: 934-938; report a case where 1 patient died of myocardial infarction after delayed femoral bleeding possibly due to extensive recanalisation attempts. Recanalization of the arterial occlusion was not successful in 6 cases. In one case the outback catheter could not pass the cross over sheath due to extreme kinking of the iliac vessels. In another case, re-entry could be established, but after placing the 14-inch wire the retraction mechanism of the cannula needle failed. The system had to be retrieved with the needle partially extended. Because of heavy friction, the wire had to be removed together with the outback catheter and the subintimal channel was lost subsequently. The outback catheter is a fluoroscopically controlled re-entry system, single lumen 7f catheter that can be tracked over a 0.014-inch extra-support guide wire in chronic total occlusions of the superficial femoral artery (sfa) and proximal popliteal artery. Between (B)(6) 2007 and (B)(6) 2008, 65 legs in (B)(4) patients with chronic occlusion of the sfa and proximal popliteal artery were treated. There were (B)(4) females and(B)(4) males, mean age was (B)(6). All of them were referred because of chronic occlusion of the sfa and proximal popliteal artery. All patients had recent femoral vessel imaging by duplex ultrasound, CT angiography or mr angiography. Arterial access was achieved using either a retrograde transfemoral approach (6f or 7f balkin cross over sheath).

Manufacturer narrative:
After baseline angiography, intraluminal or subintimal passage of the lesion was attempted using a 0.035 inch hydrophilic coated j-curved guidewire (glidewire, terumo corp). The outback system was only used, if the true lumen could not be entered after subintimal passage and multiple conventional re-entry maneuvers using 5f diagnostic catheters with angled tip (vertebral or judkins configuration) remained unsuccessful after at least 15 minutes. In that case, the 0.035-inch guide wire was exchanged for a 0.014 inch extra-support guide wire and the outback catheter was delivered to the subintimal space distal to the occluded segment. If the catheter could not be advanced due to friction in heavy calcified segments, the subintimal space was pre-dilated using 3- to 5-mm balloon catheters. Recanalization of the arterial occlusion was successful in (B)(4) treated lesions ((B)(4)). In six cases, no re-entry could be established. Five of these patients were treated successfully by transpopliteal access, one patient was treated with conservative medical therapy. In one case, the outback catheter could not pass the cross-over sheath due to extreme kinking of the iliac vessels. This lesion was also successfully treated by trans-popliteal access. In another case, re-entry could be established, but after placing the 14-inch wire the retraction mechanism of the cannula needle failed. Thus, the system had to be retrieved with the needle partially extended. Because of heavy friction, the wire had to be removed together with the outback catheter and the subintimal channel was lost subsequently. This lesion was treated successfully 3 days after in a second procedure using the outback system again. One patient died of myocardial infarction after delayed femoral bleeding 12 hr after the recanalization procedure. The bleeding occurred at the treated leg possibly due to earlier extensive puncture attempts with the outbacktm needle. There were no more procedure related complications such as peripheral embolization or vascular perforation with formation of pseudoaneurysms. Conclusion: beshorner et al recanalization of chronic occlusions of the superficial femoral artery using the outback tm re-entry catheter: a (B)(6) experience; catheterization and cardiovascular intervention 74: 934-938; report a case where 1 patient died of myocardial infarction after delayed femoral bleeding possibly due to extensive recanalisation attempts. Recanalization of the arterial occlusion was not successful in 6 cases. In one case the outback catheter could not pass the cross over sheath due to extreme kinking of the iliac vessels. In another case, re-entry could be established, but after placing the 14-inch wire the retraction mechanism of the cannula needle failed. The system had to be retrieved with the needle partially extended. Because of heavy friction, the wire had to be removed together with the outback catheter and the subintimal channel was lost subsequently. The outback catheter is a fluoroscopically controlled re-entry system, single lumen 7f catheter that can be tracked over a 0.014-inch extra-support guide wire in chronic total occlusions of the superficial femoral artery (sfa) and proximal popliteal artery. Between (B)(6) 2007 and (B)(6) 2008, 65 legs in (B)(4) patients with chronic occlusion of the sfa and proximal popliteal artery were treated. There were (B)(4) females and (B)(4) males, mean age was (B)(6). All of them were referred because of chronic occlusion of the sfa and proximal popliteal artery. All patients had recent femoral vessel imaging by duplex ultrasound, CT angiography or mr angiography. Arterial access was achieved using either a retrograde transfemoral approach (6f or 7f balkin cross over sheath). After baseline angiography, intraluminal or subintimal passage of the lesion was attempted using a 0.035 inch hydrophilic coated j-curved guidewire (glidewire, terumo corp). The outback system was only used, if the true lumen could not be entered after subintimal passage and multiple conventional re-entry maneuvers using 5f diagnostic catheters with angled tip (vertebral or judkins configuration) remained unsuccessful after at least 15 minutes. In that case, the 0.035-inch guide wire was exchanged for a 0.014 inch extra-support guide wire and the outback catheter was delivered to the subintimal space distal to the occluded segment. If the catheter could not be advanced due to friction in heavy calcified segments, the subintimal space was pre-dilated using 3- to 5-mm balloon catheters. Recanalization of the arterial occlusion was successful in (B)(4) treated lesions ((B)(4)). In six cases, no re-entry could be established. Five of these patients were treated successfully by transpopliteal access, one patient was treated with conservative medical therapy. In one case, the outback catheter could not pass the cross-over sheath due to extreme kinking of the iliac vessels. This lesion was also successfully treated by trans-popliteal access. In another case, re-entry could be established, but after placing the 14-inch wire the retraction mechanism of the cannula needle failed. Thus, the system had to be retrieved with the needle partially extended. Because of heavy friction, the wire had to be removed together with the outback catheter and the subintimal channel was lost subsequently. This lesion was treated successfully 3 days after in a second procedure using the outback system again. One patient died of myocardial infarction after delayed femoral bleeding 12 hr after the recanalization procedure. The bleeding occurred at the treated leg possibly due to earlier extensive puncture attempts with the outbacktm needle. There were no more procedure related complications such as peripheral embolization or vascular perforation with formation of pseudoaneurysms. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. This product is designed for use by physicians trained in and familiar with peripheral percutaneous interventional techniques. Possible complications may include vessel dissection, perforation, or injury. Tracking the outback through an acute vessel angle, such as the aorto-iliac bifurcation, may contribute to the event reported. Difficulty crossing a lesion or an anatomical structure is a known procedural occurrence. The consequences of these types of difficulties occurring during clinical use of the device are usually addressed by modification in technique or substitution with another device. Without a lot numbers to conduct a DHR review and the products to conduct an evaluation, it is not possible to determine if the reported failure could be related to the manufacturing process. Therefore no corrective and preventive actions will be taken at this time. Please note that this medwatch report represents one of two products involved with this event which is associated with mfg. Report # 9616099-2013-00198 and 9616099-2013-00199.